Event description:
Patient presented to the physician with infection post-implant. Physician admitted the patient into the hospital for 5 days, quarantined, and placed on IV antibiotics. Patient developed blood clots. Patient is on eliquis for blood clots. Patient is doing well and currently still being treated with antibiotics.